Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address varus collapse of the tibia and loosening of the tibial component at the cement to implant interface. Depuy cement was used.